Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that not cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not make x-rays. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.